Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. Additional information was received that the patients implantable pulse generator (ipg) was replaced due to patient wanting a battery upgrade.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively.